Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this implantable pacemaker and right atrial (ra) lead. Impedance trend range from 300 to 710 ohms. Boston scientific technical services (ts) discussed that the lead will switch for one out of range impedance, either less than 100 ohms or greater than 2,500 ohms. Furthermore, threshold was good and a reset was performed. An oversensed noise was also observed while the device was in unipolar. The health care professional (hcp) planned to see the patient back in clinic earlier than usual for further assessment. Attempts to obtain additional information from the field representative were unsuccessful. At this time, the system remains in service. No adverse patient effects were reported.